Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a high-power alarm occurred with the ventricular assist device. The patient had a medical history of cardiomyopathy and was hospitalized, possibly due to a low international normalized ratio (inr). The provider increased the device speed from 2500 to 2580 rpm but did not adjust the high-power alarm limit, resulting in the alarm. The lactic dehydrogenase (ldh) levels were normal, and no abnormal power trend was observed, so a thrombus was not suspected, and no treatment for the high-power alarm was planned. The site increased the high-power alarm limit. The patient was on anticoagulant therapy due to the low inr. No patient complications have been reported as a result of this event. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed eleven (11) high watt alarms logged since 19/apr/2025 and six (6) low flow alarms logged since 28/apr/2025. Of note, a decrease in estimated flows was logged on 27/apr/2025, associated with a change in hematocrit setting. Additionally, several changes in pump rotational speed were made starting on 27/apr/2025. As a result, the reported high power alarm event was confirmed. Based on the available information, the device may have caused or contributed to the high watt and low flow events. Based on the risk documentation, possible causes of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or incorrect setting of the alarm threshold. Based on the risk documentation, possible root causes of the high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/I ngestion, patient related factors, inappropriate pump rotational speed, and/or incorrect setting of the alarm threshold. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the pro gression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.